Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed all instrument components were functioning properly and the instrument moved intuitively with full range of motion. The customer reported failure mode could not be confirmed. During evaluation, engineering observed a 3" section on the instrument main tube which had deep scratches and material removed. The damaged area was located on the distal end of the main tube, directly above the proximal clevis. Based on the location and appearance of the damage, the scratches may have been caused by inadvertent contact with other instruments throughout the life span of the instrument. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the pk dissecting forceps instrument jaws were not working properly. No additional information was provided. No pt harm, adverse outcome or injury was reported.